Manufacturer narrative:
Product analysis returned content: the device was returned in a returns kit box. The shipping box was inappropriate for its dimensions and may have worsened shaft bending during transportation to the lab the device was sealed inside a biohazard bag inside a biohazard envelope the jaws returned in the open position the catheter was connected to an in house power controller and an error message catheter defective was displayed the position detected with power controller from 558 to 691 indicating an internal shaft bend which could have resulted from rough handling while removing from the package. The handle was open, and a bend was observed on the catheter the procedural analysis shows multiple shows multiple repositioning attempts and no heat cycle which aligns with what was reported medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use an ellipsis catheter during patient treatment. The user manual/IFU was followed during preparation, proce dure, and post-procedure. Little vessel tortuosity was noted. The distance between the artery and vein was greater than 1.5mm. It is reported device wouldn¿t close, the catheter was unable to actuate catheter jaws (tip open) during tissue capture. Button was not clearly depressing and slide wouldn¿t move back. 3 different people tried more than 10 times to close by pushing button and then sliding back. Attempted pushing and sliding forward and back as well. The device was not replaced at the time, eventually the device did close but the gap was greater than 2 mm as a hematoma had formed. The device was repositioned three times with gap size increasing each time. Fistula flow was noted in the perforator following the failed creation attempt so a traumatic fistula was created. A small skin incision was required to remove device and pressure held. The procedure was abandoned. An ultrasound 1 week post procedure demonstrated fistula flow was still present in the perforator and outflow veins.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.